Event description:
It was reported that the patient presented to the hospital after experiencing phrenic nerve stimulation. Dislodgement was observed via x-ray. The lead was capped and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.